Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the device's antivirus initiated an update possibly causing the software application to crash. It was suggested to the customer that antivirus and group policy settings should be verified. The customer did not report any further issues.

Manufacturer narrative:
Investigation pending, a supplemental MDR will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer confirmed that the issue was resolved in a quick manner with no patient impact. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2021 to 24-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the eset application performed and update before the application was crashed. Suggested the customer to have eset and group policy settings which are verified. The system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer confirmed that the issue was resolved in a quick manner with no patient impact. There were no adverse events or injuries reported based on this incident.